Manufacturer narrative:
The company representative examined the system and found the output power was limited to 400 milliwatts. The laser engine was unable to perform to specifications. The company representative could not restore the laser engine and was unable to complete testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that during a procedure, the unit displayed a message requesting service, and then shut off. Additional information received form the operating room mgr indicated that in order to complete the procedure, a cryo unit was used. She indicated this did not cause any delays or cancellations, and there was no harm to the pt.